Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: nothing on the returned filter or sheath indicates a device failure. Under normal conditions the sheath is strong enough to accomplish the procedure, but the sheath may kink, if exposed to extensive force because of tortuous anatomy and the filter may be prone to exceed the sheath wall if the introducer system is advanced through a kinked sheath. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was used for ivc filter placement, approached from right subclavian vein. When the device was being advanced in a flexural area from right subclavian vein to superior vena cava, filter leg(s) penetrated a sheath. Then, the physician tried to withdraw the filter introducer, but the leg(s) was/were caught on the sheath. Since the filter introducer was torn, the physician removed the sheath with the delivery introducer inside. The procedure was completed after hemostasis. There was no abnormal vital signs observed. Additional information received 27jan2012: follow-up was made for the physician who conducted the procedure. Additional information received 30jan2012: - approached not from right subclavian vein but from right internal jugular vein. - wrong: "when the device was being advanced in a flexural area from right subclavian vein to superior vena cava, filter leg(s) penetrated a sheath." - right: "since right internal jugular vein was too tortuous and the patient moved when the device was being advanced, filter leg(s) penetrated a sheath. Patient outcome: there has been no adverse effects to the patient.